Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and the main body was observed. The reported condition of connection issue with the female connector was not verified, however, the condition of separation between the female connector and main body was verified. The cause of the separation was related to inadequate solvent application between the female connector, the insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. Without the actual sample to evaluate, the issue of unable to disconnect could not be verified. However, the difficulty to disconnect is most likely associated with the separation of the main body from the female connector and technique, placement of hands when attempting to disconnect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter first name - (B)(6). E1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was described as ¿they were unable to disconnect patient from his final capd exchange as catheter tip was dislodged¿. This occurred during use of the device for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.